Event description:
On (B)(6) 2012, the patient contacted animas stating that she experienced a blood glucose (bg) value in the range of 29.6mmol/l to 31.1mmol/l with no symptoms. The pump reportedly emitted appropriately several "loss of prime" warnings and the patient's bg went up to the bg noted above. It was noted that the patient treated via correction injection. The cartridge was reportedly replaced and the issue was resolved. The patient reportedly will keep her insulin pen on hand for a back-up. It was noted that the pump is not being returned. There was no indication of a pump malfunction. This complaint is being reported due the patient experiencing a hyperglycemic event. Use error contributed to the reported event as the patient was not addressing the alarms appropriately.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.